Event description:
It was reported by the customer that a pyxis anesthesia es system unable to login. The customer reported that users were unable to remove medications while attempting to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that unable to login device due to software issue. A technical support specialist reset and password and performed a manual active directory synchronization. Following this, the user was able to log in successfully. The system functioned as intended after the technical support service troubleshooted the device.